Manufacturer narrative:
The pacing system was sent to hospital pathology and will not be returned.

Event description:
Boston scientific crm received information that this pacing system was explanted due to pocket erosion and suspected infection. The leads were laser extracted. No adverse patient effects were experienced during the explant procedure.